Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer needed assistance on how to insert her infusion set. Customer was assisted with the rewind. Customer's blood glucose level was over 200 mg/dl. Customer changed the infusion set even though she had already changed it this morning. Customer reported that the alarm was resolved by a set change. Customer does not want to return the set or reservoir for analysis. Customer stated that the infusion set that gave her a no delivery alarm looked like it had a piece of tissue in the cannula when she took it out. Customer was advised to call when she receives a no delivery alarm. No further assistance needed.